Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Review of pump data by technical support identified two instances of bg at 50 mg/dl, but pump was identified to be working as intended. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.